Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a scd pump. The customer states the incident occurred when a nurse touched the main lead at the rear of the device. She reports a large spark and flame coming from the aperture around the main lead and received an electric shock. The plug fuse blew and power to the room cut off. Neither the nurse nor the patient were injured.